Event description:
The user facility reported that a portion of the guidewire's outer coating was observed to be "frayed" after use with a urethra-scope and a laser. Reportedly, a second guidewire experienced similar damage during the same procedure. Then, the procedure was completed successfully with a third guidewire. There was no reported impact to the patient. Additional event specific information has not been made available. Note - this is the 1st of 2 reports for similar events at the same facility that occurred during april and may 2004 and were reported together.